Event description:
It was reported that following a lap adjustable band procedure, the patient developed a post op port site infection. The patient had the product implanted in 2008. At the time of surgery, the patient received prophylactic antibiotic. The wound status at the time of discharge was okay and there was no wound drainage. The patient was seen for post op follow-up by the physician about 7 days later, and no problems seen at that time. The patient was seen again at approximately 6 days later for draining at the port site (llq) and in the next day. No culture was taken. The patient started on unknown antibiotic. The patient is doing fine.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.